Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the sensing channel. This observation was made following delivery of a shock. Lead impedance measurements on this lead have remained stable (1400 ohms) over the life of the lead. A guidant technical services (ts) consultant discussed possible reasons for the observation, including a loose connection, or a lead failure. To date, there have been no reported patient symptoms associated with this clinical observation.